Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the sieve beds were saturated. Additional malfunctions include the 4 way valve was contaminated, the valve operator was leaking, the clamps were leaking, the pm kit was dirty, and the zip ties were leaking.